Event description:
It was reported the pt was not experiencing effective stimulation. The lead diagnostics showed low impedance values. The physician removed and replaced the lead as it had migrated. Follow-up revealed the pt was reprogrammed with effective stimulation coverage. Note the pt has two leads, from the same lot number.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.